Event description:
It was reported that the patient was not satisfied with this inflatable penile prosthesis (ipp) due to cylinder issues. It was noted that the physician felt the tissue broke down which caused the implant to cause pain. The ipp was explanted and replaced. There were no additional patient complications reported.

Event description:
It was reported that the patient was not satisfied with this inflatable penile prosthesis (ipp) due to cylinder issues. It was noted that the physician felt the tissue broke down which caused the implant to cause pain and discomfort. The ipp was explanted and replaced. There were no additional patient complications reported.